Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the failed turret and high-intensity motor could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel on his olympus visera pro xenon light source was flashing intermittently. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A failing turret motor was discovered and caused the reported failure. Additionally, the detection level was found worn and compromising the high brightness option on the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.